Event description:
During an upgrade, it was noticed that the device appeared to be oversensing. Fluoroscopy image revealed lead abrasion. Noise was seen on the real-time egm. Noise was recreated with lead manipulation. The physician opted to cap the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.